Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, patient received repeated call service 088 alarms. Patient was unable to clear the alarms by rebooting the pump. Patient denied damage or trauma to the pump. Review of alarm history showed multiple call service 088 alarms on the day of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.